Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of resistance when trying to withdraw the needle and activate the safety mechanism was confirmed and the cause was determined to be use related. The product returned for evaluation was a one 22ga x 0.75" safestep safety infusion set. The returned product sample was evaluated and the needle was observed to be bent just distal of the non-engaged safety mechanism. The following observations were noted during the sample evaluation: usage residue was seen on the sample which proved that the product had experienced at least some use. The needle tip was barbed suggesting contact between the needle and port base. Resistance was encountered when trying to pass the safety mechanism metal sleeve over the bent region of the needle. The safety mechanism was ultimately successfully engaged; however, greater effort was required that required to activate the safety of a similar non-complainant device. Force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the complaint sample. A lot history review (lhr) of ascws0217 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "faulty" safestep needle, unable to pull back. No other information was provided.